Event description:
Adverse event form dated late 2008, reports "excessive left thigh pain, low back pain, and knee pain that occurred post-op." It is uncertain if event was related to device but was not categorized as serious. In early 2009, a hip aspiration with subsequent arthrogram was performed. Afterwards a neurology consult was done thirteen days later, and a pain clinic consult three days later. An emg was also done six days prior. The hip aspiration was negative for infection (abnormal "white" fluid). The neurology and pain consults resulted in no treatment.

Manufacturer narrative:
Investigation is in progress; so, no additional info is available at this time. Device remains implanted.